Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0002023141-2024-01565. Correction: additional information received by the customer confirms that the device associated with this event is a non-zimvie product manufactured by a 3rd party and zimvie does not have reporting responsibility for the product. Therefore, this event no longer meets the requirements for a reportable event for zimvie. No further medwatch reports will be submitted for this event. The following sections are being reported: b5: description of event was updated. B4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated . H2: type of follow up was updated. H10: additional narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
Additional information was received confirming that the abutment screw is not manufactured by zimvie and zimvie does not have reporting responsibility for this device. Therefore, this event does not meet the definition of a reportable event for zimvie. As a result, the prior submission for MFR- 0002023141-2024-01565 submitted on may 13, 2024 is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided d10: tsvmb8, imp,tsv,mcol mg,3.7mm,8mm/lot# 1253889 g4: PMA/510(k) number not available product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment screw broke inside of the implant at tooth location #30 and could not be removed. The implant had to be removed.